Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rebq1247 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1247) have been reported from the same facility.

Event description:
Facility reported to the sales rep that prior to use on patient the healthcare professional flushed the catheter and noted leaking. Healthcare professional states the leak is noted prior to wire movement. This report addresses catheter two.